Manufacturer narrative:
(B)(4), date sent: 4/20/2021. H6: component code = g04. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards, the closing trigger in open position, and anvil in a closed position, with knife advance, and with one gst60w reload loaded in the device. The reload was received partially fired 1/2, with the reload deck damaged, and some b-formed staples on it. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to a home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged and the knife was noted to be buckled also. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage, also creating a torque on the articulation components and breaking the articulation bar. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, they pushed the echelon through the trocar and could not open it. They pulled the device out through the trocar and used the back button on the blade and nothing happened. No troubleshooting was done and the device never opened. The device was not locked on tissue. They changed the endocutter and there was no patient consequence.